Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On august 10, 2021, the reporter of the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patients onetouch (ot) verio flex meter was reading erratically high. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter alleged that the product issue began at around 11 pm on (B)(6) 2021. The reporter informed that the patient obtained a blood glucose reading of ¿500 mg/dl¿ on the subject meter. The reporter stated that the patient manages her diabetes with insulin (nph insulin ¿ 5 units in the morning, 3 units around 7 pm with dinner. Lispro insulin - 2.5 units in the morning and evening) and claimed that the patient was given an additional dose of lispro insulin (4.5 units) at around 12:30 am on (B)(6) 2021. At 1:30 am they re-tested with the subject meter and received a blood glucose reading of ¿485 mg/dl¿. Another dose of lispro insulin (2 units) was administered to the patient in response to this high reading. At around 3:30 am another test was performed, and they obtained a blood glucose result of ¿385 mg/dl¿ on the subject meter. Again, another 2 units of insulin was given to the patient. An hour later the patient developed ¿severe headache¿ and immediately was admitted to the hospital. In the hospital a test was performed on the hospital¿s ot verio flex meter and a result of ¿43 mg/dl¿ was obtained. The reporter stated that the patient was treated with a glucose drink and food. The reporter denied that any other treatment was given in the hospital. The reporter informed that they purchased a new ot verio flex meter and test strips and got a reading of ¿120 mg/dl¿ compared to another meter (unspecified brand) and received a reading of ¿100 mg/dl¿. The patient got discharged from the hospital as the readings were normal. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution available to test the subject device. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.